Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose while using the ilet with a dexcom g7, received an urgent low alert, confirmed with a glucometer at 68 mg/dl, and treated with oral carbohydrates (orange juice) after eating prior to yard work; the root cause was not confirmed and device details could not be clarified. Symptoms included hypoglycemia and dizziness. Outcomes included a serious injury/illness/impairment classification. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device component and an undetermined medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.